Manufacturer narrative:
Complaint confirmed, the hex feature broke off from the device. Likely causes of the event include hitting the device with another object, continually applying torque when the implant is not advancing and/or fully seated.

Manufacturer narrative:
The contribution of the device to the reported event could not be determined as the device was not returned for evaluation. The root cause of the event could not be determined from the information available and without device evaluation.

Event description:
It was reported that during a case, the tip of the hex driver, ar-8967d, broke while the surgeon was inserting the screw. All fragments were retrieved and the case was completed with no adverse effect to the patient. Additional information provided 12/11/19: procedure being performed was an ankle fusion. Each piece of the driver was removed with adson forceps, a needle driver and also a grasper to get the individual pieces out while utilizing fluoroscopy. The incision was extended 1mm. The case was completed by using the additional 3.5mm hex driver from the 4.5/6.7 tray. The fragments will not be returned with the rest of the driver, the account had concerns washing the small fragments.